Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer failed. A field service engineer (fse) found that half-height module board and the drawer control board had failed. Fse replaced boards, configured and tested the drawers. The customer confirmed that the drawers were functional. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.